Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 356 mg/dl after receiving multiple occlusion alarms during bolus. The customer addressed the elevated bg's with a correction bolus via the pump. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion set site was the location of the occlusion. The customer stated they did not have any extra supplies with them and abruptly ended the call. Multiple attempts were made to obtain additional information; however, additional information was not provided. The infusion set information could not be obtained.